Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the reporter: during a rectum resection, the device would not work properly with impossibility to open the device which causes a wound on the rectum.